Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events leading up to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, and the customer was advised to call back once they have their charging supplies available.